Event description:
It was reported that a patient underwent gallbladder surgery on (B) (6) 2010 and topical skin adhesive was used. One day after the surgery, she developed red, raised areas at the four incision sites and a spotty red rash on her abdomen. The patient returned to the surgeon on (B) (6) 2010, and was advised she was having an allergic reaction. The surgeon suggested taking benadryl and using vaseline with gauze for 24 hours to remove the adhesive. The patient returned to the surgeon on (B) (6) 2010, the topical skin adhesive was removed and hydrocortisone cream was prescribed to treat the reaction. The rash has improved since the product was removed.

Manufacturer narrative:
(B) (4). Allergic reaction. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.